Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had missing segments due to a cracked connector on the display board. The insulin pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive and alarmed button error. Customer's blood glucose was 221 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.